Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, there is nothing to suggest any malfunction or technical failure. Event logs did record multiple check tubing alarms during ventilation as well as alarms for leakage too high but there are no technical error codes to indicate a ventilator malfunction. Technician was unable to replicate any failure when exercising the device on a test lung. Pre-use check successfully passed multiple times. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms are indicating that there is leakage in the patient circuit. The conclusion is that there is no evidence of ventilator malfunction. The ventilator generated appropriate alarms in response to a leakage in the patient circuit.

Event description:
It was reported that the ventilator malfunctioned and alarmed for check tubing and was subsequently replaced. There was no patient harm. Manufacturer's ref #: (B)(4).